Event description:
It was reported that during a treatment procedure, following ptca and stenting of the lad, the wire tip was noted to be slightly bent and a small loop had formed. It was also reported that the wire did not appear to be defective. The scrub tech offered the physician a new wire and the circulator retrieved one, but the physician cut the tip off the choice wire and re-introduced it into the coronary artery to finish the case. The pt developed hypotension about 2 hours following the procedure. Pt had an echocardiogram, dopamine infusion and was monitored until they were brought back to the cath lab approx 3.5 hours later. They were unable to correct the problem and pt subsequently expired 5 hours later. The autopsy confirmed the pt died of a perforation and cardiac tamponade.